Event description:
The device was being used for the placement of a chait tube. The needle was placed into the cecum and the anchor ties were used to pull the cecum up to the skin. Once pulled up, the doctor cut off the needles and rolled up the suture into a 2x2 pad down to the surface of the skin. This was then taped into place on the patient's skin surface. The cecostomy catheter was then placed. Over the weekend, the physician stated the sutures broke and the cecum pulled away from the wall. The cecostomy catheter was in tissue and leakage was occurring internally from the cecum. The patient developed and infection as a result and is subsequently recovering.

Manufacturer narrative:
Evaluation: no product or lot number information was provided to assist in our investigation. Unfortunately, without the actual complaint device, it is not possible to determine if the separation occurred due to inadvertent contact made with the needle bevel that cut the string or caused them to become frayed. It is also not possible to determine if the sutures were securely fastened at the tie of placement or if the incident occurred as a result of patient intervenion. We will continue to monitor for similar reports.